Event description:
It was reported the patient lost therapy due to not charging the ipg. The issue was resolved through an ipg replacement. Effective therapy restored post-op.

Manufacturer narrative:
Date of event is estimated. An inoperable implant due to not charging the device was reported to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.